Event description:
The complainant reported that during preparation for use, an automated impella controller (aic) displayed a battery failure alarm upon power-on. The device had reportedly not been used for an extended period prior to this event. Troubleshooting was performed, including verifying power connection and cycling the battery function; however, the condition persisted. The controller was connected to power and allowed to charge, but upon reattempt, the battery failure alarm remained. The device was not used clinically. No patient involvement occurred, and no signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.